Event description:
It was reported that driveline power faults were noted over the past 24 hours. The driveline was inspected and the power connections were clean. After clearing the alarm, the alarm immediately returned. Log file review was requested which captured driveline power fault alarms beginning at 7:27 pm on 02may2026. It was recommended to exchange the system controller and modular cable be exchanged. Repeat log files after exchanging the system controller were provided. It was noted that the emergency backup battery (ebb) was about to expire. No unusual alarms other than the ebb fault's were noted. Exchanging the system controller and the modular cable resolved the driveline power faults. Exchanging the ebb resolved the ebb faults.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported events of driveline power faults was confirmed via the submitted log files. The controller event log files reveal a driveline power fault first activating on 02may2026 due to a power b broken fault. The driveline was disconnected on 04may2026 at 14:22:02 consistent with the reported controller exchange. No other notable events were observed on the reported event dates. The system controller ((B)(6)) was returned for analysis in unremarkable condition. The controller was functionally tested and passed all tests. The controller supported a mock circulatory loop for an extended duration without issue or alarms. Provided information indicated that the controller and modular cable exchange resolved the alarms. A root cause for the reported event could not be conclusively determined through this investigation. The device history records were reviewed and the records revealed no deviations from manufacturing and qa specifications. The heartmate 3 patient handbook section 5 ¿alarms and troubleshooting¿ and the heartmate 3 lvas instructions for use section 7 ¿alarms and troubleshooting¿ instructs users on how to identify and respond to alarms that sound from their controller, including driveline power fault alarms. The heartmate 3 patient handbook section 10 ¿safety checklists¿ and the heartmate 3 lvas instructions for use section f ¿safety checklists¿ instructs users to regularly inspect their equipment, including their system controllers, and to avoid using equipment that appears damaged. Users are encouraged to replace any equipment that appears damaged. The heartmate 3 patient handbook, section titled "emergency contact list" cautions users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. The current revisions of the patient handbook and instructions for use (IFU) can be found on the eifu page of the abbott website. No further information was provided. The manufacturer is closing the file on this event.